Manufacturer narrative:
Na.

Event description:
The customer questioned high inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. Based on the data provided, the results for 1 patient were discrepant. The result from the meter was 2.3 inr. The result from the laboratory from a sample drawn within "a few minutes" was 1.8 inr. The 1.8 inr result was believed to be correct and the patient's warfarin dose was adjusted based on that result. The patient's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The patient is feeling fine. The patient has anemia. The patient has no hct issues. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient is not experiencing any bleeding or bruising. The patient has had no changes in diet or medication. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr, customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.0 inr, customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Product problem was corrected.